Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "use error - open clamp." The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center and a system error 2240 (air in tubing) was identified which occurred on the homechoice (hc) during use. The cg called in and reported a system error 2367. The technical service representative (tsr) had the care giver (cg) cycle the power and the hc went to "press go to start." The tsr had the cg press the down arrow to get to the alarm log, and the log showed that a system error 2240 had occurred. The patient was not connected at the time of the alarm. The patient line had not separated from the transfer set. The patient had not initiated therapy prior to connecting. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. Proper procedures were reviewed. The patient would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.